Manufacturer narrative:
Additional information was received that the peripheral occlusion was reported to be due to thromboembolism.

Manufacturer narrative:
The product was not returned, therefore no product analysis can be performed. Without return of the product, a conclusive cause cannot be determined.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, there were concerns about both distal external iliac arteries being less than 5 mm in diameter and whether the inline sheath would pass the common iliac artery (cia) due to nearly the entire circumference being calcified. There was no significant difference between the right and the left side, thus palpitation was performed and a decision was made to use the left transfemoral approach. The delivery catheter system (dcs) was inserted using the inline sheath but it became stuck at the calcified site of the cia and could not be advanced further. A non-medtronic sheath was inserted and passed the cia without issue. The non-medtronic wires were exchanged and the dcs was inserted again. Although slight resistance was felt at the cia, the dcs could be advanced. The valve was implanted. Before suturing, angiography of the access route was performed. No damage was observed at the iliofemoral area, however, bleeding was confirmed at the puncture site. A non-medtronic closure device was used for hemostasis. Following anesthesia, no blood pressure was observed in the left leg. Angiography confirmed an occlusion of the femoral artery and no blood flow at the distal end. Emergency surgical intervention was initiated. The femoral artery was opened, the puncture site was incised and patch angioplasty was performed. At that time, a dissection from the cia to the external iliac artery was confirmed which the physician believed was caused by the dcs. A stent was implanted and apposition with a balloon was performed. Angiography confirmed there was no remaining issue with blood flow. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Access site and vascular complications such as dissections, occlusions, thromboembolism and pseudoaneurysms are listed in the device instructions for use (IFU) as potential adverse effects, and can occur during any percutaneous intervention. These events are typically related to patient factors, and/or procedural effects (sheath used, user technique, closure device, guidewire selection, etc.), but an assignable root cause cannot be determined with the information provided. It is possible that the reported advancement difficulties and tortuous anatomy may have contributed to the vascular complications. This event may also be related to patient factors such as the transarterial access vessel diameter which were reportedly less than the minimum recommended 5 mm; per the device IFU, patients must present with transarterial access vessels with diameters that are =5 mm. Additionally, a number of factors can affect the creation of thrombus, including medications, peri-procedural injury, and pre-existing patient conditions, and its presence and rate of formation is largely dependent on patient condition. There was no information to suggest a device quality deficiency related to this event. If information is provided in the future, a supplemental report will be issued.